Event description:
There was no pt event therefore, we are leaving the date above as "n/a". A service call was received on 09/18/2014 to address the product moving on its own. It was decided on 10/21/2014, that we should launch an MDR as good measure for reporting purposes. This MDR is being filed to notify of the potential for injury due to the chair moving on its own due to a design issue with the hand control pendant. Again, there was no pt nor a pt incident involved.

Manufacturer narrative:
The immediate action taken was to replace all older styler pendants with newly designed pendants for all devices in the facility. There was not an adverse event. No pt was on the device. Transmotion medical inc. Has designed a new pendant which was released in may of 2013. The new pendant is considerably more durable than the older style pendants. The new pendant has been in production for 17 months and there have been no reports of the new pendant causing the device to move on its own. Additionally, in november 2014, transmotion medical, inc launched a product recall due to previous customer complaint and corresponding MDR data.